Event description:
I have been using a dexcom g6 cgm and insulin pump for over 5 years. The last year me and my daughter (she also uses a g6 and insulin pump) have continually had inaccurate readings which has caused too much insulin to be delivered or not enough. Today the reading on the cgm read 114 but I felt like I was about to pass out and nearly did so, I checked by finger stick and it was 43. I have repeatedly reported this issue to dexcom and they continue to just send out new sensors with the same issue. This is not safe for me, my daughter, or any consumer that is insulin dependent.